Event description:
Complaint received from a MFR local complaint coordinator (lcc). The lcc reports "the customer reported to have three separate incidents on three gynae pts where IV tubing came apart at the junction of the extension set and the main tubing. The customer reported that in this incident the IV line was disconnected at the lock site. The customer reported that the extension set is used with lock close to the venipuncture, then the IV is hooked up using the clothespin. The customer reported that if the IV comes apart from the lock and clothespin, there should not be any blood loss unless the lock device is loose and disconnects at the distal end of the venipuncture site. The customer inquired if the sets they are getting have the locks already attached and quite possible loose, and staff might not have tighten the lock. The customer reported that the staff in day surgery checked and confirmed that some are loose, but not all. The customer reported that the incidents occurred during use and medical intervention was required to avoid pt injury."

Manufacturer narrative:
The sample was not collected nor available for evaluation. The lot number is unk. No additional information was provided regarding pt demographic, diagnosis, and medical intervention required for this incident, although it was requested of the lcc.